Event description:
Pt was prepared for polypectomy. Valley lab was set up for coagulation and the grounding pad was in place. When the polyp was snared and the coagulation pedal was pressed, nothing occurred. The pt bled profusely, dropping his blood pressure to 85/64 and the physician proceeded to inject epinephrine and then use a heater probe on the bleeding site. The valley lab was exchanged for another unit.